Event description:
Review of the download data of a (B)(6) male pt revealed service code 204, 107, and can connection status (monitor/belt connector issue) flags. Zoll customer support contacted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204, 107 and can connection status) was confirmed. Upon eval, the trunk cable connector was cracked. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.